Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# v735308, implanted: (B)(6) 2011, explanted: (B)(6) 2016. Product type: lead. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation issues. It was reported that the patient was seen in the office for a battery check and the patient reported their symptoms had returned. The patient did not state when symptoms returned specifically. The battery was near end of life and impedances were reported to be abnormal. It was reported the full system was replaced, and it was noted that the lead broke during removal so it was partially explanted and a portion remained in the patient. Environmental, external, or patient factors that may have contributed to the issue were reported to be unknown.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v735308, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation issues. It was reported that the patient was seen in the office for a battery check and the patient reported their symptoms had returned. The battery was near end of life and impedances were reported to be abnormal. It was reported the full system was replaced, and it was noted that the lead was partially explanted. Environmental, external, or patient factors that may have contributed to the issue were reported to be unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.